Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20052362. Product family: scs-ipg-r: upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 19799028.

Event description:
It was reported that high impedances on the lead affected programming and pain relief due to inadequate stimulation. Reprogramming was attempted but was not successful. The physician decided to explant the entire system and implant a new system. The patient is doing well post operatively, and indicated a decrease in pain. The devices will not be returned for analysis as they were discarded by the facility.